Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing hypoglycemia. Caller alleges pump injected an unintended high dose of insulin. No third party assistance reported. Alleged device was replaced; no product will be returned due to legal and custom issues in russia.